Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-00094.

Event description:
The user facility reported that the angio-seal devices were opened, and the sheaths were curved and bent. They were not put into the patient's body. The patient was reported to be in stable condition. The procedure was successful. Additional information was received on 06sep2019. Both reported angio-seal devices were used during the same procedure. It is unknown how hemostasis was achieved. Additional information was received on 23sep2019. The procedure performed was a left heart catheterization. A 6fr sheath was used. A pre-deployment angiogram was performed. Another 6fr angio-seal device was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.